Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's doctor reported via phone call that the customer was in the hospital for blood glucose of over 500 mg/dl and \ wanted evaluate the insulin pump. Customer's doctor stated that he did not wish to troubleshooting over the phone he needed an in service evaluation to make sure customer was using the insulin pump correctly. Customer's doctor stated that he was not sure that customer can handle the insulin pump and was used insulin pump correctly. No further details were given. Insulin pump will not be returned for analysis.